Manufacturer narrative:
Insulin pump was received with operating currents within specifications and passed self-test. The insulin pump was received with missing retainer and reservoir tube lip o-ring. Unable to perform functional test including self-test, rewind/prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to physical damage to pump. The insulin pump was programmed with test glucose meter and communicated properly. No rf communication anomaly noted. The insulin pump received was with faded serial number label. The insulin pump was received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump had communication anomaly. The customer's blood glucose at the time of incident was unknown. The insulin pump was returned for analysis.